Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2010. During the therapy cycle, pressure was dropping and fluid was coming out of the patient's vagina. The balloon was found to have a hole in it. A second device was opened and the case was completed with no adverse patient consequences. A hysteroscopy was performed post-operatively and the results showed a standard ablated cavity. There was no perforation or abnormality.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The catheter was found to have a hole in the balloon.